Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. Physio further evaluated the removed therapy pcb assembly and was unable to find any issue with this part. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is displaying the service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge when attempting to charge the device to deliver defibrillation therapy. As a result, defibrillation therapy would not be available, if needed.